Manufacturer narrative:
Concomitant medical products: product ID: 3987a, lot# n189095, implanted: (B)(6) 2013, product type: lead. Product ID: 3708320, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
The consumer reported that their implantable neurostimulator (ins) was implanted in their chest and the leads went down their left arm. During an exam the patient's healthcare provider touched their arm and now the patient was having trouble with the nerve ending connections and feeling unusual pulses. The patient was indicated for non-malignant pain. No cause, interventions, or outcome were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.